Manufacturer narrative:
The investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure of a 26mm sapien 3 ultra valve, there was resistance as the delivery system and valve was exiting the esheath plus. The nosecone, balloon and partial end of the valve were outside the sheath. The delivery system appeared to be hitting the calcium on the aortic wall. Balloon alignment was initiated to change the angle of the valve to the aorta and during advancement, a 'pop' was felt. It was confirmed the physician had felt a quick release of tension and a 'jump' of the valve was seen on the screen. The valve was able to be deployed without any difficulty. No patient harm was reported. Upon removal of the esheath plus, a tear was observed at the distal tip. Devices are unavailable for return.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The following sections of this report have been updated: h6 (component codes, type of investigation, investigation findings, investigation conclusions). The device was not returned to edwards lifesciences for evaluation. Without the device being returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. 3mensio imagery was provided and shows the characteristics of the patient access vessel. Tortuosity was present. Additionally, device pictures were provided and shows the condition of the device after being used in the procedure. The sheath plus was fully expanded as designed, but the distal tip appears to be torn radially and still attached to the sheath plus distal end. The distal tip also appears to not have opened along the axial score line as designed. A lot history review was performed and revealed other similar returned complaints. However, the investigation is pending. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use/training manuals were reviewed for guidance/instruction involving the sheath plus usage. The procedural training manual provides guidance on vascular access. Access characteristics that would preclude safe placement of the sheath such as severe obstructive calcification, severe tortuosity, or vessel diameters less than the minimum recommended should be carefully assessed prior to the procedure. The valve size for 20-26mm and 14fr sheath is a minimum vessel diameter of greater than or equal to 5.5mm. The valve size for 29mm and 16fr sheath is a minimum vessel diameter of greater than or equal to 6.0mm. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for difficulty advancing through the esheath plus and esheath plus distal tip torn were confirmed per provided imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of manufacturing mitigations supports that the esheath plus has proper inspections in place to detect issues related to the events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. The event description stated 'there was resistance as the delivery system and valve was exiting the esheath plus. The delivery system appeared to be hitting the calcium on the aortic wall. Balloon alignment was initiated to change the angle of the valve to the aorta and during advancement, a 'pop' was felt. It was confirmed that a quick release of tension was felt and a 'jump' of the valve was seen on the screen'. Per imaging evaluation, the esheath plus distal tip was torn radially. This is characteristic of esheath plus tip tear events identified in the product risk assessment (pra). While a definitive root cause was unable to be determined, investigation documented in the pra indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and esheath plus tip. In this case, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the esheath plus distal tip and the distal tip tear. Additionally, 3mensio imagery was provided of the patient access vessel and indicated presence of tortuosity. Per the procedural training manual, 'push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification'. Tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to increased resistance or an increased potential for the valve struts to catch onto the esheath plus distal tip during advancement. In this case, the events may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity). However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A corrective and preventive action (CAPA) was initiated to pursue potential process improvement activities regarding tip expansion.